Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high out of range pacing impedances. The associated pacemaker remains in service. No additional adverse patient effects were reported.